Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation of bent scope was confirmed, due to the outer tube being bent. The allegation of picture is dark was confirmed, due to a broken lens optical system. In addition, there were bents on distal edge and fiber breakage. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the telescope ultra was bent, and picture dark. There was no report of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h6 and h10. A manufacturing and quality control review was performed which found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it¿s likely the bent telescope and dark picture were due to excessive force. The root cause of this event was unable to be identified. Additional details were requested regarding the reported event. At this time, no additional information has been provided. Olympus will continue to monitor field performance for this device.